Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated they received their replacement charger since they lost it and could not get it to work to charge back up. Pt inquired on assistance with recharging their ins. During call pt noted they fell a couple times a month and a half ago and also fell 2 weeks before they lost their charger. During call pt attempted to recharge their ins and no device found message displayed. Pt repositioned the recharger cord and attempted to go to passive recharge mode but kept on getting no device found. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. On (B)(6) 2022, the patient reported leg was numb because their ins was not working. On (B)(6) 2023, the patient (pt) says their device isn't working and hasn't "for about 8 months" and is referring to the issue in this case they originally reported. Pt says they had tried calling hcps from the list we sent him from this call but couldn't connect with any hcps. Pt says they found an hcp who handles implantable neurostimulators. This hcp got pt in touch with local rep and pt texted with rep a week and half ago saying they would call them back but haven't. Pt says they are in pain and cant walk because the ins isn't working. They commented that they know the ins is helpful for them because "when its working, its great". Patient services emailed local reps asking them to call the pt back.